Event description:
The customer reported that the side-firing fiber was noticed to have commenced forward firing at 40,059 joules during prostate vaporization. The procedure was continued with a second fiber, which was also reported (reference MFR report number 2937094-2012-00352) and was completed with a third fiber. The pt outcome was reported as "good".